Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - (B)(6). Vantive healthcare - (B)(6). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a crack on the think plastic layer. This was identified during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.